Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for high blood glucose, due to an occlusion within the infusion set. It was alleged that the patient suffered a diabetic coma and was admitted into the hospital. At the hospital the patient was diagnosed with ketoacidosis and cardiorespiratory arrest. The blood glucose results and treatment provided by the hospital was not provided. It is also unknown how long the patient was hospitalized. The lot number was not provided. The infusion set was requested to be returned for product evaluation.